Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced due to noise. The physician tried to replace it with another linox lead but was having trouble getting access. During this replacement the ra lead came out and the physician decided to just explant this whole system. No adverse patient events were reported. Should additional information be received, this file will be updated.